Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net. It was revealed that the right ventricular lead exhibited failure to capture and high pacing impedance and the physician alleged lead fracture. The physician capped and replaced the lead on (B)(6) 2020. The patient was stable before, during, and after the procedure.